Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that she hit her head four/five months ago and has been having issues with hearing ever since.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. In the recipient report an impact to the head was reported to have triggered the loss of benefit, however during investigation no damage could be identified which would account for an impact. This is a final report.

Event description:
The user reported that she hit her head four/five months ago and has been having issues hearing ever since. Before the event occurred, the user heard very well with the device. The user was re-implanted.